Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events:7 events were reported for this quarter. Product return status: 2 devices were evaluated based on historical data analysis. 5 device investigation types have not yet been determined. Additional information: 7 devices were labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This report summarizes 7 malfunction events in which the device or cutting accessory fractured. 7 events had patient involvement; no patient impact.

Event description:
This report summarizes 7 malfunction events in which the device or cutting accessory fractured. 7 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. 7 previously reported events are included in this follow-up record. Product return status: 7 devices were evaluated based on historical data analysis.